Manufacturer narrative:
The field service engineer (fse) checked and verified multiple parts of the instrument. The fse performed a 21 cup precision with acceptable results. No instrument issues were identified. Calibration was last performed on 19-apr-2021 and was acceptable. Based on the calibration data provided, the calibration would be out of date. Product labeling states "renewed calibration is recommended as follows: after 1 month (28 days) when using the same reagent lot, after 7 days (when using the same reagent kit on the analyzer), as required: e.g. Quality control findings outside the defined limits." Qc was acceptable. Multiple sample volume insufficient, clot pipetting and sample liquid level detection noise after aspiration alarms were observed on the alarm trace data. These are indicators of possible poor sample quality. Neither a general instrument or reagent issue were identified. The cause of the event could not be determined. Although the cause of the event could not be determined, the service actions appear to have resolved the issue.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys hcg + b (hcg + b) on a cobas e 411 immunoassay analyzer. The initial result was < 0.100 miu/ml with a data flag. This result was reported outside of the laboratory. A new sample was obtained and the patient had a "positive" result. The specific result was not provided. Based on this result, the original sample was repeated. The original sample was repeated with a result of 144.3 miu/ml with a data flag. This result was believed to be correct and an amended report was issued. The hcg + b reagent lot number was 516539. The expiration date was not provided.